Event description:
The patient reported that their teladoc blood pressure monitor was reading 186/103 compared to a manual reading taken simultaneously of 146/85 by a medical professional. The patient confirmed that the comparison was done at the same time on different arms. The patient didn't confirm if treatment was performed as part of the device malfunction.

Manufacturer narrative:
The patient was sent a replacement monitor, and the monitor associated with this filing was requested back for testing. The device has not been returned yet for our investigation. Should the device be returned at a later date, a supplemental report will be filed.